Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Visual inspection of the returned lens showed a tear across the lens and a piece of a haptic plate was torn off and missing. There was a clear surgical residue on the lens. The injector was not returned. A lens work order search was performed and there were no similar complaints within the work order. Claim# (B)(4). MDR resubmitted per FDA request.

Event description:
The customer reported the aa4204vl +18.0 diopter, silicone single piece lens tore as it was inserted into the eye. The surgeon routinely uses a larger incision so the lens was easily removed without any patient incident. The customer stated as of late they have been having an issue with lens tears. I questioned the frequency of using the injectors and it was within the dfu requirements. Staars sales representative was scheduled to do an inservice at the facility on 2/12/2015.

Manufacturer narrative:
(B)(4). Results: per medical review - reportedly, lens was torn during insertion requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens was implanted successfully. According to the report, by a nurse, dated on (B)(6) 2015 they have experienced issues with tearing of plate lenses lately. The facility requested visitation from a sales representative. No additional information was provided to date. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).